Manufacturer narrative:
Additional information has been requested from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 10 april 2008.

Event description:
The catheter was placed in a patient and when trying to retract the needle, the catheter came out of the hub and stayed in the patient. The nurse was able to pull the catheter out of the patient with her fingers.